Manufacturer narrative:
A customer from outside the united states reported observation of discordant, elevated atellica im high-sensitivity troponin I (tnih) results for one patient. Testing using an alternate method produced consistently lower results, which were accepted as correct. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating. Note: MDR 1219912-2022-00181 has been submitted for the same event.

Event description:
A customer reported observation of reproducibly elevated atellica im high-sensitivity troponin I (tnih) results for a 55-year-old male patient, which were discordant relative to alternate-method testing and clinical indications. Elevated tnih results were obtained from two atellica im analyzers. The initial result was reported to the physician and questioned. The lower results produced using the alternate method were accepted as correct. There are no known reports of patient clinical intervention or adverse health consequences due to the discordant tnih patient results.

Manufacturer narrative:
MDR was initially filed on 2022-06-21. Additional information, 2022-06-21: siemens has concluded the investigation. A customer from outside the united states reported observation of reproducible falsely-elevated atellica im high-sensitivity troponin I (tnih) results for one patient which were discordant relative to alternate-method testing and clinical indications. Siemens reviewed the available information to determine probable cause and evaluate for potential product issues. Quality control (qc) results were within acceptable limits when the sample was run. No additional sample was available for further investigation by siemens. The observed elevated atellica im tnih result was reproduced when the sample was re-tested on another atellica im analyzer: 135 ng/l and 131 ng/l. The sample produced a low/normal result when tested using an alternate troponin method. Siemens investigation shows that the alternate method measures troponin t whereas atellica im tnih measures troponin I. Results from these assays cannot be used interchangeably and differences in values are expected. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." A product performance issue has not been identified. The customer is operational; no further investigation is required. Notes: 1) in section h6, the codes for investigation findings and investigation conclusion have been updated. 2) MDR 1219913-2022-00181 supplemental 1 has been submitted for the same event.